Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 55 year old male patient, the device was unable to pace.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity log. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. It's important to mention that poor coupling is typically related to the entries observe in the log. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.